Event description:
During an unknown procedure when the device was fired the jaws remained closed on the vessel. The device made a crunching sound, but eventually the jaws opened. The device was used to complete the case with no additional problems. No patient consequence reported.